Event description:
As reported by the user facility: event 1: brief inquiry description: leakage in infusomat tubing set. Detailed inquiry description: the customer experienced chemotherapeutic medication leakage at the backcheck valve on an infusomat pump tubing set. It occurred a single time, but when the nurse brought it up to the managers, other nurses came forward and said it had previously happened to them as well. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. Section d4 for this event has been updated to item #490102 , lot #0061891635, and UDI (B)(4). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.